Event description:
The dealer advised one caster wheel would not swivel. Through troubleshooting it was found that the bearings were dirty, causing them to seize up. No injury and dealer could not provide any further information.